Event description:
The customer reported the dosage in hlf fluoro measure high and the x-ray on lamp is faulty. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and adjusted the hlf fluoro dosage. Ge rep could not reproduce the faulty lamp problem. Sys operates as intended. (B) (4)